Manufacturer narrative:
The e801 analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 55.90 ng/l. The sample was repeated twice with results of 17.50 ng/l and 17.00 ng/l.

Manufacturer narrative:
A general reagent issue can be ruled out as controls were acceptable prior to the event. Isolated non-reproducible results do not represent a general malfunction of the assay. Upon review of the alarm trace, no relevant alarms were observed. Based on sample images from the analyzer, white particulate matter was observed on the surface of some samples. The investigation did not identify a product issue. The issue is consistent with insufficient pre-analytic sample handling.